Manufacturer narrative:
(B)(4). S/w version = 6.5v, retainer ring = black, case type = ngp. On (B)(6) 2022, the customer alleged was for pump error 63. The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. No pump error 63 alarms during testing. Pump error 63 (variable 15) was present in the history download on event date of (B)(6) 2022 23:52:19.000. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found moisture damage on the force sensor, and motor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and peeling/faded serial number label damage. Pump error 63 confirmed due to hardware anomaly, problem isolated to the electronic assemblies. Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that pump error 63 occurred. There was no adverse impact or consequence reported as a result of this event.